Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with at which appeared as slow vt and non-sustained rv oversensing. The patient has successful ablation for at and was discharged without complications.